Event description:
It was reported that a decrease in pacing impedance was observed. Patient received inappropriate therapy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.